Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm, a21 alarm due to button keypad anomaly. The insulin pump had cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart and button error from the insulin pump. The customer's blood glucose reading was 14.8 mmol/l. The customer replaced the battery yesterday and the pump alarmed unexpected restart several times. The customer stated that each time she deleted the alarm, she received high readings. The customer stated that unexpected restart alarm popped up during basal and not after battery change. The customer stated that the pump also alarmed failed battery test and the keypad did not respond anymore. The customer will be sent a replacement pump. The customer will return the pump for analysis.